Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental med watch will be filed.

Event description:
It was reported while using the therapy cool flex ablation catheter the irrigation tube broke from the handle. While ablating, the irrigation pump stopped due to an occlusion alarm. The catheter was noted to be broken at the irrigation port. The procedure was completed using another therapy cool flex catheter. There were no consequences to the patient.